Event description:
The customer reported that the external speaker was not providing audio output. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.